Event description:
A malfunction occurred with the pump. There was no adverse impact on the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.